Manufacturer narrative:
Investigation found that the pump failed volumetric accuracy tests by +/-5%. Pump was calibrated to resolve the issue.

Event description:
Customer alleged that the pump was under infused by +/- 5% during testing. No pt impact.